Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. One metal foreign object (3 mm ×1.5 mm) was returned for investigation. The shape of the metal foreign object was similar to the rotating pin inside the handle. The foreign object was corroded. There was a trace which indicates that the foreign object was cracked in the middle. Investigation was conducted by disassembling the handle. The internal pin was not in the position where it was supposed to be placed. Also, the area around the connection part was corroded. It can be inferred that the dropped part was a rotating pin of t3905. The grasping surface was worn out and torn. Also, a metal surface was exposed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the tissue pad was damaged due to the following occurrence mechanism. *the ultrasonic output was activating repeatedly while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or it was not confirmed that the tissue had been completely dissected. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. At the final stage of the procedure, a foreign metal was found in the abdominal cavity and retrieved. The intended procedure was completed. There was no patient injury reported. The subject device and the metal was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc presumed that the metal was a part of the subject device. Omsc found that the tissue pad of the subject device was worn and torn, and the metal part was exposed.